Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the customer alleges there is a defect (unspecified) in the PICC line. According to the customer, the event led to an additional procedure to remove and replace the PICC line. A section of the device did not remain inside the patient¿s body.